Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on 23 october 2020 during which the ipg was repositioned, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was loose and moved out of the original pocket. It was noted the patient fell a couple of months prior. As a result, the patient may undergo surgical intervention at a later date.